Event description:
A report was received that product analysis of explanted ipg sc-1132 (B)(4) revealed that the device would not be charged nor linked due to damaged u2 asic. The device data was captured using an external power source. The data revealed that the ipg was damaged during a previous procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual(B)(4)).